Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Medtronic employee reported via email that the customer is pregnant and was getting low blood glucose while sleeping. Customer is experiencing low blood glucose levels when they wake up. Customer went into diabetic ketoacidosis because the insulin pump malfunctioned 2 times. Customer declined to speak to the 24 hour helpline.